Event description:
It was reported that an ilet user contacted support for assistance after a sensor change while experiencing hyperglycemia, with a reported blood glucose of 222 mg/dl; troubleshooting identified that the user had been disconnected for an MRI earlier that day, consumed a meal afterward, and did not use backup therapy, with no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included continuation of care at home with a supply change, pump reconnection, and resumption of insulin delivery, with a plan to follow up on glucose in one hour. Investigation included troubleshooting and user education. Investigation of this case revealed user-related interruption of insulin delivery due to disconnection for imaging and subsequent meal without alternative insulin coverage, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate and consistent with cause unclear hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.